Event description:
The physician successfully performed arteriotomy closure with a closer tsl 6 fr device on a pt undergoing diagnostic catheterization. Four days later, upon repeat diagnostic cath, the physician attempted to close the arteriotomy with another closer device, however hemostasis was not achieved. Reasons for failure are unknown. Manual compression was used to establish hemostasis. Pt was seen by a vascular surgeon and readmitted seven days post event date. Groin cultures were positive for staph. Pt was treated with i.v. Antibiotics. It is unconfirmed whether surgical repair was performed on the pt.